Event description:
On (b)(6) 2026, Daybreak reported that the patient believes the appliance chipped their tooth. The device was delivered to the patient on (b)(6) 2026. The incident occurred on (b)(6) 2026. The patient reported the issue and stopped using the device on (b)(6) 2026.

Manufacturer narrative:
The reported device has not been returned for analysis. Should the device be returned a supplemental report will be submitted upon completion of the investigation. Manufacturer Reference #: (b)(4).